Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was below 40 mg/dl and 45 mg/dl. The customer also report the blood glucose was 126 mg/dl. The customer did not provide details regarding symptoms and treatment of their low blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose. The auto mode feature was active. The insulin pump will not be returned for analysis.